Event description:
It was reported that the device had a system advisory failure/watchdog failure error, and that the "volume was not working". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing performed. Was unable to duplicate customer's reported issue. No problem was found. No repair was needed. Device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.